Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had damage to the external driveline between the driveline exit site and modular cable where the patient was placing the anchor. The wires reportedly appeared intact. A review of the log files by technical services found no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the pump cable could not be confirmed through this evaluation as no images of the damage were submitted and the device remains in use. The submitted controller and left ventricular assist device (lvad) log files appeared to show the system operating as intended. Multiple attempts were made to obtain additional information from the account about the reported event; however, no response was given. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.